Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r, upn: (B)(4), model: sc-1160, serial: (B)(4), batch: 362426.

Event description:
It was reported that following a revision procedure the patient developed a hematoma and was reportedly lost function of the legs. The patient underwent a spinal cord stimulator explant procedure and has regained function. The explanted devices will not be returned. No further information has been obtained despite good faith efforts.